Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the failure analysis lab received the device for evaluation on (B)(6) 2020. On (B)(6) 2020, additional information was received indicating the patient experienced ptosis on the left side. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured, it also was noted that the implant was received incomplete. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this 6900097 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 650cc and experienced rupture on the left side postoperatively. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 350cc, catalog number 3502350, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2020.